Event description:
Customer reported a malfunction alarm identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was under warranty and decided to replace it. The customer was instructed to use an alternate insulin delivery method and guided on how to prepare and return the pump, with an understanding to send it back using a pre-paid label within 10 days.